Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose level and under delivery of insulin. Customer¿s blood glucose value at time of incident was 17mmol/l and current blood glucose value was 19mmol/l. Insulin pump will not be returned for analysis.